Event description:
While traveling with a respronics "comfort jell series" mask used with a CPAP machine for the treatment of obstructive sleep apnea, one of the "j" shaped ball hooks on the mask was crushed when my carry-on bag was "gate checked" by the airline. The crush made the mask unusable. This is a poor design.